Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test, which was reproduced during evaluation. A review of the event history log identified failed downstream occlusion test as a false downstream occlusion alarm. The cause was determined to be a damaged downstream tubing guide shim . The shim was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.